Event description:
A balloon ruptured on the first inflation below its rated burst pressure during a subclavian vein dilatation procedure of a calcified lesion via arms access. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a calcified lesion which co believes contributed to this event and does not attribute it to the device. However, without evaluating the device, co's unable to determine the exact cause for this event. Co's directions for use state: "due to the thin wall thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."